Event description:
Per our defective/malfunctioning product return form,"balloon would not deflate on one device, and would not expand on another device". Identical device was used. No malfunctioning items were left in the patient and there was no harm to the patient.